Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent internal fistuloplasty. The long section stenosis target lesion was located in the axillary artery. The patient was noted with long-term treatment of hemodialysis, and was treated under digital subtraction angiography (dsa). The physician punctured with sheath and placed non-boston scientific (bsc) catheter along with a non-bsc guide wire were crossed the lesion. Subsequently, a 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at less working pressure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent internal fistuloplasty. The long section stenosis target lesion was located in the axillary artery. The patient was noted with long-term treatment of hemodialysis, and was treated under digital subtraction angiography (dsa). The physician punctured with sheath and placed non-boston scientific (bsc) catheter along with a non-bsc guide wire were crossed the lesion. Subsequently, a 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at less working pressure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure . This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.